Event description:
Procedure type: unknown. According to the reporter, upon squeezing the handle of the concerning product for release of a stapler of our competitor, the stapler happened to be broken. The doctor observed the conditions that distal part of stapler was slightly open even though when it happened to be opened could not be recognized. Operating time not extended. New one was opened to complete the case with no problem. No patient harm. The patient current status is good. There was tissue damage as a result of this problem. Oozing bleeding observed and nothing fell into the cavity. The device will be returned for investigation. The patient age, weight, gender was not available. No operating time extension was reported due to the product problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)